Event description:
Omega-21 rods were implanted in 2001. X-rays taken 11 months later show a broken rod. The components were left in place until 2002 when md performed a routine explantation procedure.